Manufacturer narrative:
Based on the claim against the product by the customer noting metal tip partially broke off robotic arm, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. Material was found missing and not returned with the instrument. The complaint regarding metal tip partially broke off robotic arm was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of this failure is attributed to mishandling/misuse such as an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the tip-up fenestrated grasper instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal tip partially broke off robotic arm of a tip-up fenestrated grasper instrument. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.